Manufacturer narrative:
A complete analysis testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 769 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.